Manufacturer narrative:
(B)(4). Product not returned to manufacturer.

Event description:
It was reported that unknown locator abutment fractured. Three attempts were completed to get the information.

Manufacturer narrative:
No product was returned. Therefore, the supplier (B)(4) could not perform an evaluation. No lot numbers were provided so a manufacturing record review could not be performed. The complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.